Event description:
The company was informed of an alleged incident that occurred in a health and rehab center, with a caire inc. Companion 1000 portable liquid oxygen unit (serial number (B)(4)). The alleged incident was first reported to the company by the equipment distributor. The alleged incident was described to the company as the following: "liquid came up through the cannula causing burns to the patient. The burns were in line with the cannula around her ears, nose and neck. The patient required some attention."